Event description:
Initial result for a pt hcg was 0 iu/l. When repeated, the result was 628 iu/l. The incorrect result was not used to guide therapy. The field svc rep indicated that the error was due to missampling. The field svc rep adjusted the reagent probe to repair the instrument.